Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4). Strips not available for return.

Event description:
Caller reported blood glucose results of above 19.3 mmol/l on mobile system, 8.1 mmol/l on aviva system within 10 minutes. No adverse event was reported. Strips are not available for return.